Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low pacing impedances that were less than 200 ohms. The rv lead was surgically abandoned and replaced. During the revision procedure, the rv lead was tested on a pacing system analyzer which confirmed the observations were a result of the lead. No additional adverse patient effects were reported.